Manufacturer narrative:
Investigation ¿ evaluation. A review of the documentation, instructions for use (IFU), and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the internal investigation.

Event description:
International customer reported that a previously repaired catheter cracked on an unknown date between (B)(6) 2016. The device was repaired and remained in clinical use. There are no adverse patient events reported related to this event.